Event description:
The entire patient identifier is (B)(6).

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The set was returned for investigation. All the bags and spikes had been removed. No misassemblies and no occlusions were found in the portion of the set returned. Clumping was visible in the platelet line below the cassette, in the platelet pump, and in the outlet tubing from the lrs chamber. The run data file (rdf) was analyzed for this event. Signals in the run data file indicate that the rbc detector did not see significant platelets throughout the procedure. Root cause: based on the evaluation of the set and the rdf analysis, the clumping in the system prevented any platelets from being collected in the product bag. The clumping in the system is likely donor physiology related. Excessive pasting or clumping may occur with a very small portion of the donor population as a result of unique donor physiology. It is possible during the collection of peripheral progenitor ceat higher concentrations, that the flow of platelets to the collection bag can be impeded due to a combination of low flow rates and platelet aggregation in the tubing lines due to low plasma volume.

Event description:
The customer reported that during the procedure, they noticed that no platelet collection occurred. No medical intervention was necessary for this event. Terumo (B)(4) is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This report is being filed to provide information that was inadvertently omitted from the initial report. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided